Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported they experienced spin collar cracking when connecting it to the maxzero connector and blue cap. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the spin collar cracking was confirmed. Visual inspection observed that the extension set¿s male spin collar had one crack running parallel to the direction of the fluid flow that went the whole length of the spin collar. Further visual inspection of the damaged component under magnification observed no whitish colored scratches or stress marking around the cracks. The crack was approximately 0.451 inches long. Functional testing was not performed due to the obvious damaged. Dimensional testing was performed on the male luer tip; the male luer tip was within the required specification. The root cause of the spin collar cracking was not identified.